Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse explained to the customer how the endoscope orientation would affect the hand controls. The customer would like the endoscope to be replaced. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint, but failure analysis is in progress. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the left and right-hand controls on both consoles were opposite. The customer undocked and restarted the system, but the issue was not resolved. The surgeon had elected to convert the procedure to laparoscopic surgery before contacting the tse. The tse explained that the issue was due to the endoscope image being flipped. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the case did not convert to lap.